Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, ¿persistent pain.¿

Event description:
It was reported that a patient enrolled in a clinical study underwent partial knee arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2010 due to pain and instability. The meniscal bearing was removed and replaced. No further information has been provided to date.

Event description:
It was reported that a patient enrolled in a clinical study underwent partial knee arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2010 due to pain and instability. All components were removed and replaced with a total knee system. No further information has been provided to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient enrolled in a clinical study underwent left partial knee arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2010 due to pain, instability, a loose body and medial/lateral laxity. The meniscal bearing was removed and replaced. No further information has been provided to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown

Event description:
It was reported that a patient enrolled in a clinical study underwent left partial knee arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2010 due to pain, instability, a loose body and medial/lateral laxity. The meniscal bearing was removed and replaced. No further information has been provided to date. Additional information received reported that patient underwent a revision procedure on (B)(6) 2012 due to disease progression. During the procedure, the patient was converted to a total knee system.

Manufacturer narrative:
Only a bearing exchange occurred during the revision, no other products were removed.